Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen unresponsive issue was verified. Additionally, the alleged cracked touchscreen issue could not be verified. A different issue was also identified.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.